Event description:
It was reported by service report that the fowler would not raise and the right side rail could not be latched in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler, gas spring trip.